Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-01079. It was reported the patient experienced a seizure following an implant procedure for a trial scs system. Allegedly, the seizure was deemed as unrelated to the procedure and the devices.